Manufacturer narrative:
Batch review performed on 11 july 2023: lot 1905102: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-jul-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the liner. The surgery was completed successfully.